Event description:
It was reported that during transport after a surgical procedure, the castor of the device broke off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
During the device inspection a broken castor was found. A broken castor is a known failure.

Event description:
It was reported that during transport after a surgical procedure, the castor of the device broke off. No patient involvement or procedural delays were reported with this event.